Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview 6 pro device, the short port btt balloon did not inflate. The surgeon converted the procedure and opened the patient's leg to harvest the vein. The hospital did not report any additional patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).